Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced an infection. As a result, the entire system was explanted. Related manufacturing report: 1627487-2023-04605, 1627487-2023-04606, 1627487-2023-04607, 1627487-2023-04608, 1627487-2023-04609, 1627487-2023-04610, 1627487-2023-04612.

Event description:
Additional information received indicates that only the extensions and ipg were explanted for infection. The decision is not reportable at this time for the burr hole caps.